Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device showing database error. Uninstalling operating system patch and rebooted station resolves database recovery pending issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a database error message, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a database error message, preventing user log into the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, and h10. Section e- all accurate information has been provided within the initial MFR 2016493-2024-00316 for the required fields. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-apr-2022 to 20-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had displayed a database error. Uninstalling operating system patch and rebooted station resolves database recovery pending issue. The system functioned as intended after troubleshooted by the field service engineer.